Manufacturer narrative:
Insulin ump was received with a cracked case behind the pump near the battery tube compartment. The test reservoir does lock properly inside the reservoir tube. However, pump was also received with a blank display due to moisture damage on the electronic assembly. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test due to the blank display. Moisture damage was also found on the battery tube, motor, vibrator, force sensor and keypad assembly noted during visual inspection. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump was not turning on. Customer was reported that insulin pump was dropped in water, had crack at battery compartment side. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.